Event description:
The nurse of a (B)(6) female patient called zoll customer support that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable was pulled from the strain relief and the j702 connector on the distribution node (dn) pca board was broken. The root cause of the damaged cable and pca connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable and broken j702 connector. The patient received a replacement electrode belt.